Manufacturer narrative:
Supplemental report being filed to update d2a, d2b and g4 fields. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Complaint created to capture the rf wire used for transeptal puncture. It was reported that for a left atrial appendage (laa) closure procedure a versacross rf wire was selected for use. It was observed that the placement of the transeptal puncture (tsp) site was posterior and close to the posterior wall of the left atrium. The physician proceeded with the watchman case, a watchman was implanted and a small effusion was noted on echocardiography. An unsuccessful attempt was made to tap the pericardial effusion. A pericardial window was performed and 350ml of blood removed. It was indicated that the effusion was caused by the transeptal approach. The patient went to the intensive care unit for recovery with a pericardial drain in place. No further patient complications were reported and the patient fully recovered.

Manufacturer narrative:
Pro code: dxf, dyb. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a left atrial appendage (laa) closure procedure a versacross rf wire and versacross transseptal dilator were selected for use. It was observed that the placement of the transeptal puncture (tsp) site was posterior and close to the posterior wall of the left atrium. The physician proceeded with the watchman case, a watchman flx laa closure device was implanted, during evaluation of release criteria of the closure device, a small pericardial effusion was discovered via echocardiography. An unsuccessful attempt was made to tap the pericardial effusion. A pericardial window was performed and 350ml of blood removed. It was indicated that the effusion was caused by the transeptal approach. The patient went to the intensive care unit for recovery with a pericardial drain in place. No further patient complications were reported and the patient fully recovered. The device will not be returned for analysis as it was disposed at the facility.